Event description:
It was reported that the physician is concerned about early battery depletion occurring on the patient's device as the patient is paced one hundred percent of the time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.